Event description:
It was reported that the buttons on the insulin pump are unresponsive. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent up and down arrow button response due to flattened button dome switches. The insulin pump has stripped battery cap coin slot, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.